Event description:
It was reported that after the implant of this subcutaneous implantable cardioverter defibrillator (s-ICD) an inappropriate electric shock was delivered. Which was believed to be caused by air. Low amplitude was also noted. Troubleshooting options were discussed and recommended. Currently, this product remains in service and no additional adverse patient effects were reported.